Event description:
It was reported that the artificial urinary sphincter (aus) cuff and balloon were explanted due to a leak from the balloon. A new 4.0cm cuff and 61-70 cm h2o balloon were implanted. It was further reported that the device was not cycling. During the removal procedure the balloon was empty. The patient experienced recurring incontinence. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.